Event description:
The customer reported that an alleged air injection and subsequent patient death occurred while a medrad® stellant CT injection system (B)(4) was in use on (B)(6) 2022. The customer provided in the initial report that the patient was compromised prior to the procedure, and there is no allegation against the injector system as a contributing cause of the patient outcome. No further information has been provided following multiple requests. Bayer has not received an autopsy report and/or cause of death statement.

Manufacturer narrative:
Bayer medical care completed a service checkout of the stellant CT injection system on (B)(6) 2022, which found the system to be performing to specifications. The site continues to use the medrad® stellant CT injection system after the completed checkout with no further issues reported. The disposables that were in use during the procedure were requested for evaluation by bayer product analysis; however, the disposables used during the procedure were not returned by the customer and therefore cannot be tested. In addition, the customer was unable to provide lot numbers for the disposables in use at the time of the incident. As a result, testing of retained samples is unable to be performed at this time. The customer declined an offer for additional applications training at this time. Attempts to gather additional details regarding this incident by email / phone were made by bayer complaint handling on the following dates: (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023, (B)(6) 2023. All attempts remain unanswered at this time. In the event that additional information is obtained, a follow-up report will be submitted.